Manufacturer narrative:
(B)(4). Retainer ring = black , the pump was returned for cosmetic damage located at the back of pump(crack) and alleged critical pump error (open book image) alarm found on (B)(6) 2021. Pump was received with a constant critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and pcba 1.¿ unsuccessful download of pump's firmware using crest due to constant critical pump error (open book image) and therefore unable to download pump's trace and history files using thus software. Force sensor zero offset within specification (27.1mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked keypad overlay, stained keypad overlay, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Unable to download history files and traces confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had cracked back of the pump. Customer stated that the pump might had dropped or bumped. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.